Event description:
It was reported that the insulin pump gave a motor error alarm, and the drive support cap was protruding. Troubleshooting was performed. The insulin pump passed the displacement and self tests. However, the motor error occurred more than once in 30 days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.